Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the thigh which is an off-label usage of the device on (B)(6) 2025. On (B)(6) 2025, the patient had physical therapy. While still at the center and after therapy, the patient fell down while waiting for her ride. The people from the center called an ambulance. The cgm was 157 mg/dl and bg was 56 mg/dl by healthcare personnel. The patient was taken to the hospital. At the hospital she was treated with insulin shots to stabilize her readings. Although, the patient's bg was reportedly low, the treatment of insulin is what was reported by the patient. The patient was at the hospital until (B)(6) 2025. At the time of the report, the patient was in stable condition. No data was provided for evaluation. The allegation and the probable cause could not be determined the reported glucose values fall within the c zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.